Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's hematoma at the infusion site. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone13.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an irritation at the pod¿s insertion site (leg) while wearing the device longer than 48 hours. The infusion site was reported to be painful, bruised and sore to the touch. The patient visited the doctor's office and was diagnosed with hematoma. The insertion site was incised, and old blood along with purulent drainage was expressed. The patient was started on unspecified antibiotics, and the site was bandaged. A new pod was applied.